Event description:
The manufacturer received information alleging the bipap a40 was not operational. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.